Event description:
The reporter claimed that the pt's blood glucose was elevated to 470 mg/dl from (B)(6) 2011 while using the recall cartridge lot #201581. The pt had symptoms described as "nausea and moderate ketones." Her blood glucose was corrected with both the insulin pump and syringe. The pt blood glucose is currently within the 100 range. During troubleshooting, the reporter noted that she noticed leakage on the subject cartridge. This complaint is being reported because the pt reportedly had hyperglycemic symptoms and readings while using the cartridge with the recall lot#201581.

Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Retain cartridges with lot# b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.